Event description:
It was reported that the transplant was not due to a device related issue, and the the patient was not elevated on the transplant list secondary to a device or therapy related issue. The device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the cause of the reported heart transplant could not be conclusively determined through this evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists adverse events that may be associated with the use of heartmate 3 left ventricular assist system and the proper actions associated with them. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was bridge to transplant and underwent a heart transplant. Whether the was due to a device or device related therapy issue was not provided. The device will not be returned for evaluation.